Event description:
It was reported that the patient's lead and generator were replaced due to low impedance. Product return of the lead is not expected per hospital policy. No further relevant information has been received to date.

Event description:
It was reported that low impedance was observed on the patient's vns. The doctor turned off his vns. There was no trauma or manipulation to the lead. X-rays were reviewed by the manufacturer. There were two areas of suspicion identified. There appeared to be a potential lead fracture and a portion of the lead that looked potentially twisted no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.